Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg explant procedure. Additional information was received that the explanted ipg was discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent ipg explant procedure.